Event description:
The pt reportedly experienced redness and scabbing at the implant site. The pt was treated with antibiotic ointment (bactroban) and an oral antibiotic (type unk) for 2 weeks and was advised to discontinue use of the external equipment until scabbing healed. The pt is reportedly doing well. Advanced bionics is in the process of gathering more info.